Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. It was reported that the patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06175. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, cystocele, rectocele and a mesh was implanted. It was reported that due to pain and dyspareunia patient had excision of suburethral sling on (B)(6) 2008 by implanting surgeon and underwent total prolift removal, anterior/posterior colporrhaphy with enterocele repair and cystoscopy due to exposure, dyspareunia, rectocele and mixed incontinence on (B)(6) 2012. (B)(4) - dyspareunia ; mesh exposure; rectocele.

Manufacturer narrative:
(B)(4).